Event description:
The pump had an elevated reservoir volume at the last refill; the date and volumes were not provided. A dye study was attempted (date not reported) and the health care professional (hcp) was unable to get csf back after entering the catheter access port. The hcp felt the catheter was blocked because the patient was not getting good pain relief anymore. A catheter replacement was planned. The medication being delivered via the pump was not reported. A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
Catheter.